Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not allow the customer to program a bolus. The customer's blood glucose (bg) level was 313 mg/dl. Customer administered a bolus to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.